Event description:
The patient had a revision carpal tunnel release surgery on (B)(6) 2024, during which an axoguard ha+ nerve protector was implanted. The patient was reported doing well during her follow-up visit, with stitches being removed on (B)(6) 2024. However, shortly after, she experienced dehiscence of the proximal wound and returned to the clinic on (B)(6) 2024 for evaluation. On (B)(6) 2024, the patient underwent a drainage and washout of the wound for a suspected infection and it was confirmed at that time that the protective covering remained intact, however the axoguard ha+ nerve protector was prophylactically removed to eliminate any potential risks from a foreign body in an infected field. A culture taken from the fluid in the wound identified enterobacter cloacae. Considering the device was intact throughout the postoperative period, it is highly unlikely that it contributed to the wound complication.

Manufacturer narrative:
A review of the device lot history record indicated that the device was manufactured to specifications. The nonconformance's would not have contributed to the occurrence. According to the device lot history record, all devices released for distribution met the final inspection specification and sterilization requirements. This issue appears to be specific to patient wound management rather than related to the product itself.